Event description:
It was reported during in clinic follow up that the right ventricular lead showed externalization on x-ray. The lead was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, only the distal portion of the lead was returned in one piece. Visual examination found an external insulation abrasion consistent with friction to another device or feature of the patient anatomy breaching the ring electrode conductor cables lumen with no damage noted to the etfe cable coating located distal to the suture tie impression. The inner coil lumen was intact/undamaged in the abrasion region. The cause of the reported event was isolated to the external insulation abrasion consistent with friction to another device or feature of the patient anatomy. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction: updating evaluation radio button.